Event description:
It was initially reported that the pt was having a tracheotomy due to vocal cord paralysis. The relationship to the vns and paralysis is unk at this time. Good faith attempts to obtain additional info have been unsuccessful to date.